Event description:
Pt reported on 1/24/2025 that cassettes were not working. No further info provided. Unknown if pharmacy is replacing. No interruption to therapy, missed dose(s) or adverse event(s) reported due to product issue. Troubleshooting was not reported. Unknown if cassettes are available for return. IV remodulin pt. Lot numbers and expiration dates were not reported. Reported to (B)(6) by: patient/caregiver.